Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead measured high impedance after implant. The lead exhibited an impedance decrease and no capture one day after implant. An x-ray confirmed the lead had dropped. The lead was repositioned and it remains in use. No patient complications have been reported as a result of this event.